Event description:
A malfunction alarm was reported due to a momentary power loss to the vibrator motor, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report back if the issue happened again.